Event description:
Complainant alleges "I have an electrical surgical unit that failed and a patient experienced burns.".

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.